Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, they experienced loss of consciousness. When a fingerstick was taken by the husband, who is also a doctor, the cgm reading was 93 mg/dl, and the blood glucose reading was 34 mg/dl. The patient was treated by the husband with glucose tablets and gummies. It was unknown how long the patient was unconscious for. No further treatment was reported to be needed and the patient felt better a few minutes after treatment. The patient did not go to the hospital for this event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.